Manufacturer narrative:
(B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device had emergency light error. The issue occurred during set up of the device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 - primary UDI number, d8, h2, h3, h6, h11. Corrected fields: e1- address, h8. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: e207, emergency light failure occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the failure of the emergency light caused the emergency light error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.